Manufacturer narrative:
Philips service replaced the nehalem host pc monoplane rev_iii no_hdd and hard disk spare part and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was stuck at boot due to a defective host pc on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.